Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon performing a test, it was noted that the right ventricular (rv) lead exhibited high capture threshold. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of unacceptable capture threshold was not confirmed. As received, a complete lead was returned. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.